Manufacturer narrative:
(B)(4) the marathon catheter was returned for analysis. The tubing material at the broken end exhibits with jagged edges and stretching. The returned catheter total length, useable length, and distal floppy segment was measured to be within specification. Approximately 0.6mm of the distal tip and marker band were found missing from the catheter. The broken segment remains within the patient. No other anomalies were observed. Based on the device analysis, the customer¿s report was confirmed. Broken end exhibits plastic deformation (stretching) of the tubing material indicates that catheter broke when pulled and exceeding the tensile strength of the tubing material. All catheters are 100% inspected for damage and irregularities during manufacture.

Event description:
Medtronic received a report that during an embolization procedure, the tip of the marathon catheter remained in the patient. The physician inserted a marathon microcatheter through the guidecatheter at the left vertebral artery (lt-va). The physician then advanced the guidecatheter further; the tip of the marathon remained inside and was not seen out of the guidecatheter tip during the advancement. The physician checked the image and confirmed the radiopaque marker of the marathon catheter tip remained inside the guidecatheter at the vertebral artery. A moment later, the physician could not see the marker as if it had disappeared. The marker was nowhere to be located through the image. Later the physician was able to locate the marker at the distal of the left superior cerebellar artery (lt-sca). The marathon catheter was checked post procedure, and the physician confirmed the marathon was 1cm shorter than a sample marathon. The catheter tip remains in the patient with no plans from the physician to remove it. The patient is fine, with no further complication reported.